Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated while they were asleep during the night from (B)(6) 2018 to (B)(6) 2018 and missed the high alert on the g5 mobile application. The patient indicated that after reviewing their data, they saw their blood sugar was high. The patient stated she experienced after affects of the high glucose values and was disoriented, weak, shaky and had cloudy thinking. The patient¿s father drove her to the hospital where she was treated with intravenous (IV) fluids in the emergency room from 9:00 am - 1:00 pm. At the time of contact, the patient was in normal condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined.